Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.